Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Transmitter voltage was performed and failed. No data was provided for evaluation for serial number (B)(6).  The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable because no data in share log, transmitter voltage is 0. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.